Event description:
It was reported that the pump was replaced due to normal battery end of life. The physician was unable to aspirate the catheter. The patient did not want anything done to the catheter because he was not having any therapy issues. The new pump was not primed on the back table. A partial bridge was needed as the drug concentration was being changed from 25 mg/ml to 15 mg/ml. It was noted that the patient would be getting no drug for a period of time at the end of the bridge to clear the pump tubing of the sterile water as the pump was not primed on the back table. Once the sterile water was cleared, the patient¿s therapy would resume. The device system was delivering bupivacaine and dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 85 90-1, lot# n117639, implanted: (B)(6) 2007, product type: accessory; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2007, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).